Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's device has not been working properly. Patient indicated their back has been hurting and bothering them. No further complications reported and/or anticipated at this time.